Event description:
Blurred/double vision, pain in eyes, sensitive to light, red eyes, behind ear pain, mucus in eyes, headaches. Double vision lasted for approximately 4 weeks, to the point that I could not drive. Symptoms better now, not sure why, I still continued to use product. I still experience itchy, red eyes and random sharp pain in eyes. Used daily, 2000 - 2007, 3 x day for contact storage and cleaning.